Event description:
According to the available information, spc unable to remove catheter despite troubleshooting techniques. Occurred two times. Patient had to be sent to ed to manage removal in a controlled manner environment due to potential for trauma.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints, and we found none regarding the lot number 9656882. Documentary investigation was performed and revealed no anomaly registered during production. In the instructions for use (IFU), the following instruction is noted for removal: warning: balloon folds can be prevented by deflating gently and progressively the balloon. If the patient feels pain when the catheter is removed, the balloon can be slightly re-inflated (make sure the balloon is correctly placed inside the bladder before re-inflating it) and deflated progressively once again to remove the folds. According to the information known, the quality database was checked and revealed no anomaly in relation to the described defect. No root-cause could be defined without more information related to this complaint. A similar case study were done based on the same family product: folysil lt and same defect: difficult or unable to remove, from october 2020 to october 2024, 21 cases were found. A risk management file evaluation was performed and showed that risks are adequately controlled and reduced as far as possible in the state of art. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.